Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. On (B)(6)2024, the day of the event the patients were at a party when they suddenly started to sweat and experienced loss of consciousness. It was not known what the cgm reading was at the time of consciousness, but the patient believes the cgm reading would have been inaccurate as they were experiencing inaccurate cgm values for 2 days before the occurrence of the loss of consciousness. The patient was given a soda by his wife and an ambulance was called. When a fingerstick was taken by the paramedics the cgm was reading 200 mg/dl and the blood glucose reading was 100 mg/dl. The second blood glucose reading was 140 mg/dl. No further treatment was deemed to be needed by the paramedics, and the patient was not brought to the hospital. At the time of the report the patient was stable and well. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6)2024. The reported glucose values fall within the b, c zone of the parkes error grid on (B)(6)2024. No additional patient or event information is available.